Event description:
It was reported the tsw35 was used during an lavh. The tsw35 was fired successfully the first two times. On the third or fourth firing the instrument jaws opened before cartridge was completely fired. The device was reloaded with the tr35w. Hemostasis was achieved through use of cautery. It was reported by the scrub nurse the device was reloaded and fired again successfully. There was no consequence to the pt. The rep is returning the reload (lot #k46l1n) and not the device.